Event description:
Information received from the field notes that during a routine follow-up, intermittent ventricular sensing was observed. During the test, r-waves were >12.0 mv but some pvc's were not marked followed by retrograde p-waves that were marked. The sensing polarity was changed to unipolar tip. The pvcs were sensed up to 7.0 mv. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received